Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's ventricular lead had moved and dislodged. The patient had surgery to place the lead correctly. Patient was fine and stable. Further information was requested but not received.